Manufacturer narrative:
On 23 may 2016 the medical affairs performed a clinical evaluation and commented as follows: no immediately measurable patient harm is reported. Preoperative planning is supposed to highlight very peculiar anatomic shapes in order to let the surgeon plan for the bone preparation phase accordingly. Sometimes a reliable estimation of the difficulties that may be encountered is extremely difficult. When bone is very hard, the only possibility is to repeat broaching until a satisfactory position of the final stem is achieved. There is no reason to suspect that this inconvenience was due to a faulty device.

Manufacturer narrative:
Batch review performed on 17 may 2016. Lot 155656: (B)(4) items manufactured and released on 19 january 2016. Expiration date: 2021-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
The patient came in for a primary surgery. Before surgery the surgeon determined this patient had a tight canal and thick bone. The surgeon broached with a size 0, which was difficult. The surgeon used flexible reamers to open then canal. The surgeon reamed up to 14mm. Then the surgeon broached to a size 4 amistem. The surgeon then decided not to ream any further. The size 4 amistem was implanted. The stem did not seat as far as the surgeon would like and it was tight distally. The surgery was completed successfully. X-rays are not available.

Manufacturer narrative:
On 18 july 2016 it was prepared a final report with the information already submitted in the previous reports. On 19 july 2016 the report was sent to the initial reporter and the case was closed.